Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that blood leaked from the bd posiflush¿ normal saline syringe during use when the plunger was pulled back. This occurred with 2 syringes on the same day, and this complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "syringe is leaking blood out of the plunger when pulled back."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood leaked from the bd posiflush normal saline syringe during use when the plunger was pulled back. This occurred with 2 syringes on the same day, and this complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "syringe is leaking blood out of the plunger when pulled back."